Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported it is necessary to evaluate the device involved on this complaint. No corrective action can be established at this time. If the device sample becomes available at a later date this complaint will be updated.

Event description:
Customer complaint alleges that they had "significant water in a circuit on friday night that was on a baby". Alleged event reported as during use. It was reported there was no injury or consequence to the patient. Patient's condition reported as "fine".